Event description:
After surgery, during the instrument count, it was noted a screw was missing from one side of the yankauer suction. The field was searched, floor was searched. Unable to locate missing screw. Surgeon requested x-ray, screw was visible in the patient's pelvic vault. Staple line removed, screw retrieved with no further issues.